Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, varying thresholds. Xray analysis showed that the rv lead was nearly completely pulled out of the myocardium. The physician suspected that the rv lead had pulled out due to the patient participating in sports. The increased thresholds resulted in the cardiac resynchronization therapy defibrillator (crt-d) exhibited a low battery status. The right ventricular (rv) lead and crt-d were explanted and replaced. No patient complications have been reported as a result of this event.